Event description:
On (B)(6) 2012, the pt underwent an l3-5 tlif with l2/3 bilateral foraminotomy. The baxano io-flex system was utilized and decompressions were performed at right l3/4 and bilateral l2/3 with the baxano io-flex 10mm microblade shaver. A right l4/5 decompression was also performed with the baxano io-flex 7.5mm microblade shaver. Postoperatively the pt experienced burning thigh pain and leg weakness. No further info regarding the status of this pt was available.

Manufacturer narrative:
Brand name - baxano io-flex microblade shaver, common device name - rongeur, manual, model/catalog - io-mbs10sc, lot #: 100679, expiration date: 05/01/2014. Device manufacture date: 05/11/2012.